Manufacturer narrative:
There was no allegation or indication that an ion device, its accessories, or its software malfunctioned.

Event description:
It was reported that after an ion endobronchial lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. No other information was provided. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.